Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during a cataract surgery with an intraocular lens (iol) implant procedure, during inventory, the sales representative noted that two preload devices were set aside because they were defective. She indicated that the piston used to propel the implant into the cartridge was not aligned therefore, it was not possible to load the implant. Additional information has been requested.